Event description:
The customer called for help with his contour system. He performed a control test during the call and received a result of 56 mg/dl. The normal control range was 102-142 mg/dl. No adverse event were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.